Event description:
It was report that a patient underwent eyelid surgery for congenital ptosis on an unknown date and suture was used. The patient developed tissue granulomas at the knot sites. A biopsy was performed to confirm the granulomas. The granulomas were surgically removed without any further sequelae to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.